Event description:
It was reported in 04/12/2016 from a patient that stated to the case manager that back in 2006 he decided to not get vns because a previous physician told him he could die from getting vns implanted and that the physician knew of 5 patients who had heart problems who ¿died on the table¿ from vns implantation. Attempts for more information to the physician mentioned have been made but no relevant information has been received to date. This medwatch houses one of the five unknown patients. The following medwatches capture the other 4 unknown patients: 1644487-2016-01262; 1644487-2016-01265; 1644487-2016-01267; 1644487-2016-01268.